Event description:
Customer reportedly obtained results of 270 mg/dl and 115mg/dl on the advantage meter within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Customer states he does not keep the cap on the strip vial.